Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that during a knee surgery, the unit broke. It was further reported that there was no delay in the surgery and there were no reports of any adverse consequences to the pt.